Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that during a surgical procedure to replace a normal eol ipg an extension was found to have high impedance so the physician replaced the extension as well to make sure system was complete and capable of MRI if needed.